Manufacturer narrative:
Product ID 3387s-40, lot# v754185, implanted: 2011 (B)(6); product type lead product ID 37092, lot# 296980002, implanted: 2011 (B)(6); product type accessory product ID 3387s-40, lot# v798124, implanted: 2012 (B)(6); product type lead product ID 37085-40, serial# (B)(4), implanted: 2011 (B)(6); product type extension product ID 37085-40, serial# (B)(4), implanted: 2011 (B)(6); product type extension. (B)(4).

Event description:
Information was received from the company representative that reported impedance measurements were taken. The primary cell implantable neurostimulator (ins) was being replaced with a rechargeable battery due to normal battery depletion on the day of report. When they replaced the ins, the physician also saw >40,000 ohms with the rechargeable ins on electrodes 3 and 11. No symptoms were reported and the patient was implanted for essential tremor and movement disorders. It was unknown if electrodes 3 and 11 were chronic high impedance. Additional information received reported the high impedances were detected during the interrogation at the time of replacement on the rechargeable cell ins. They did not know the reason for the high impedances. The high impedances never resolved and the patient was getting excellent therapy with the use of other electrodes.